Event description:
It was reported that the lead moved out of place and the decision was made to replace the lead. The entire surgery is performed normally. It was noticed that the lead did not have the silicone rings that are between the proximal and distal connector of the pin. They had remained inside the device, apparently, due to having removed the cable, without having completely loosened the fastening screw. For this reason, by not being able to remove these silicone rings from the inside due to repeated maneuvers, the only solution was to remove the same rings from the new electrode, which allowed us to be able to connect it without any inconvenience. The patient was perfectly fine.